Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Analysis showed that this device set to elective replacement indicator (eri). The device was high rate atrial sensing at an average rate of 338 beats per minute (bpm) which can cause an increase in power consumption. Additional information indicated that there were concerns regarding premature battery depletion of this crt-d. Furthermore, there were differing longevity estimates given over the last year. It was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. Clinic may want to consider methods to reduce the high rate atrial sensing or perhaps program the device to a non-atrial based brady mode and/or turn off the atrial lead. This device was explanted. No additional adverse patient effects were reported. Additional information received indicates that it was suspected that this patient experienced inappropriate therapy due to atrial fibrillation with rapid ventricular response prior to explant this crt-d.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Analysis showed that this device set to elective replacement indicator (eri). The device was high rate atrial sensing at an average rate of 338 beats per minute (bpm) which can cause an increase in power consumption. Additional information indicated that there were concerns regarding premature battery depletion of this crt-d. Furthermore, there were differing longevity estimates given over the last year. It was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. Clinic may want to consider methods to reduce the high rate atrial sensing or perhaps program the device to a non-atrial based brady mode and/or turn off the atrial lead. This device was explanted. No additional adverse patient effects were reported. Additional information received indicates that it was suspected that this patient experienced inappropriate therapy due to atrial fibrillation with rapid ventricular response prior to explant this crt-d.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Analysis showed that this device set to elective replacement indicator (eri). The device was high rate atrial sensing at an average rate of 338 beats per minute (bpm) which can cause an increase in power consumption. The device was consuming about 70 microwatts versus a battery calculated estimate of about 52 microwatts without high atrial rate sensing. Clinic may want to consider methods to reduce the high rate atrial sensing or perhaps program the device to a non-atrial based brady mode and/or turn off the atrial lead. As of this time, the device remains in service. No adverse patient effects reported.